Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, and leaking testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore, the conditions of this complaint could not be verified by laboratory personnel. However, the device did not meet the requirements for reflux, pressure-flow, and pre-implantation testing. Proteinaceous debris was observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device "readjusted itself" and would not maintain it's settings. According to the report, the device was explanted and the patient was fine.